Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, when the surgeon began to remove the introducer,the tape came out with the introducer. The procedure was successfully completed with a different type of sling device.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was used, and both sides of the mesh were released from the inserter. Because the device was used, no functional test could be performed. No non-conformity could be detected.